Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - single) was confirmed via device analysis. Additionally, the gripper line on the cap tactile marker side was noted to be kinked. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported/ observed difficult to open or close (gripper actuation - single) associate with the inability to lower a gripper was identified to be related to a potential product quality issue. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), one gripper would not lower. The device was not used. No additional information was provided.